Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, cut and sealed as expected. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no failures reported in the logs. No product issue was identified. Device history record (DHR) review for the device(s) involved with the reported event has been completed. No non-conformances were identified.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the surgeon reported the vessel sealer extend instrument seemed to be malfunctioning and not mirroring his movements. It seemed as if the cables were not working properly. The instrument would not articulate properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.